Manufacturer narrative:
Batch review performed on 15 october 2019: lot 161483: (B)(4) items manufactured and released on 18-may-2016. Expiration date: 2021-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Clinical evaluation performed by medacta medical director: 3 years after tka the cemented tibial tray is found loose and exchanged. The radiography supplied shows a clearly loosened plate; most probably the interface that lost connection is between cement and metal. The reasons for this failure cannot be determined with the information at hand.

Event description:
The patient came in, three years after primary surgery, complaining of pain due to a loose tibial base plate. The cause is unknown. The surgeon revised the tibia, stem, and poly and implanted a revision baseplate. The surgery was completed successfully.